Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a recent CT follow-up demonstrated that the bifurcated stent graft had migrated distally into the aneurysm sac, resulting in a proximal type I endoleak. At the time of migration, the aneurysm was 10.6 cm in diameter, and there was a short seal zone in the common iliac artery with very little vessel wall apposition. The aortic neck was 8 mm long, 25 mm in diameter at the renal arteries and 28 mm in diameter at 15 mm below the renal arteries; in addition, the aortic neck has considerable angulation and no seal zone, as the aortic neck diameter changes quickly from 25 mm to 27 mm. The cause of the migration was likely due to disease progression and aortic neck morphology. The physician elected to intervene for the endoleak and migration with two aneurx aortic cuffs and two talent thoracic stent grafts, with successfully results. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (endoleak, graft migration). Conclusion: (disease progression; aortic neck anglation and no seal zone).